Manufacturer narrative:
Additional information: section d9: device available for evaluation ¿ yes, returned to manufacturer on 1/8/2022. Section h3: device returned to manufacturer ¿ yes. Device evaluation: visual inspection under magnification revealed that the lens was received with haptic damage. The lens was cleaned, and no further issues were identified. The complaint issue, delivery issue, could not be confirmed. The complaint issue, haptic damaged, could be confirmed; however, it may be attributed to handling during implantation, and cannot be confirmed to be related to a manufacturing issues. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no other complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. The device is not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/ lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a ar40e model intraocular lens(iol) was partially inserted and trailing haptic was bent. There was no patient injury and no medical/ surgical interventions such as incision enlargement, vitrectomy or sutures were done. Procedure was completed successfully using backup lens. No further information available.